Event description:
The patient experienced upper body problems and pain in the right paresthesia area and her tailbone in cold, air conditioned rooms. The hcp explanted part of the implantable neurostimulator system (date not reported). The patient symptoms gradually resolved. The patient is now experiencing headache, dizziness, digestive problems, and scalp complications. She would like to know if these are related to pieces of system left implanted. The patient's explant hcp and regular doctor had moved away. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
For digestion and scalp problems.